Event description:
During use of the device for a non-clinical activity, the field service rep reported that two rubber feet were missing. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Note: the reported complaint was confirmed. The root cause was attributed to component failure.